Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, far field p-wave oversensing was observed. Programming changes were recommended. No further information is available.